Event description:
It was reported that pump experienced malfunction alarm with code malf 9, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.